Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) has a gas leak and condensation in tubing. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse replaced the pneumatic module assy to resolve issue. Preformed unit checkout. Unit passed all functional and safety testes. The equipment works to manufacture¿s specs.

Event description:
N/a